Event description:
It was reported that the hysteroscope¿s porcelain was fractured. The issue was found during set up and inspection for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for inspection. The investigation was conducted using the information provided by the customer and the inspection findings from the third-party distributor. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the malfunction was due to stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.